Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The files analysis led to the following observations: the complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer, which explains the reported freeze during the programmer session. In this case, a quit popup does not appear, and wait for the user answer. This blocks the user interface this limitation will be corrected in the upcoming programmer version.

Event description:
Reportedly, the physician wanted to check a teo pacemaker (smarttouch with 3.16). After the check, the screen froze. The problem could only be resolved by removing the battery and then restarting.